Event description:
It was reported that the ivc filter perforated the vena cava. The patient status is unknown.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. Limited event and patient information is available at this time, the event investigation is currently underway.